Event description:
The device was used during a laparoscopic hernia repair. It was reported by the rep. After 2 staples, the instrument jammed. There was no consequence to the pt.

Manufacturer narrative:
H4: d5 information unavailable. H6: code 100(other): the instrument was received with a broken cartridge nose weld with the staples twisted in the cartridge track. It was concluded that the broken nose weld had caused the instrument to jam, but no conclusion could be reached as to what had caused the breakage of the cartridge nose weld. Based upon the inquiry information received and the visual examination, it was concluded that the reported instrument "jammed" during surgery may have been due to a broken cartridge nose weld which caused the instrument to jam and the staples to twist within the cartridge track. No conclusion could be reached as to how the nose weld had become broken and no functional testing could be performed. Each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly.